Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had poor technique or/and user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 70-120mg/dl fasting. Verified the strips expire 8/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 128mg/dl and 131mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned with the results of 197 and 173mg/dl in the meter's memory. The customer date and time on the meter is not correct. Customer noticed that the results getting higher 3 weeks ago.